Event description:
It was reported that screen was scratched and warped in many places, which made display difficult to see and reduced touch responsiveness. There was no reported impact to the customer¿s blood glucose level. Information was documented based on customer report, and no further troubleshooting or actions were taken because customer declined additional follow-up.